Manufacturer narrative:
Customer reported quality control (qc) had been performed the same day and all products and mts gel cards had passed testing (no details provided). Mts gel card storage temperature and orientation was as per instructions for use (IFU). The sample order reports were requested for review, but not provided. Gtsc requested customer perform abo confirmatory testing of (B)(4) additional known o positive donor unit segments utilizing the same reagents and mts gel card lot and sleeve that was used for the reported falser positive event. All (B)(4) units yielded expected negative results. No additional details provided. Gtsc advised customer to re-inspect mts gel cards for defects - none observed. Customer stated they would return the unit to supplier for further evaluation. No details of that evaluation were provided at the time of this evaluation. As part of the investigation, a batch record review was requested for mts anti-a,b monoclonal gel card lot 012023038-01. The device history record for this lot was reviewed and no discrepancies were discovered. All in-process and final release serological testing results were within specifications, including customer use ortho vision testing results. All qc inspection records (packaging and gel card inspection documents) of this product lot indicated acceptable results; no gel card defects were identified during qc inspection. All ID-mts gel cards used during in-process qc testing passed the visual check performed by the serologist. All formulation stage batch records associated with this ID-mts gel card lot were reviewed and no discrepancies were discovered. The equipment area use log used during production of this lot was reviewed and no conditions or actions taken were found to directly contribute to this customer complaint. There were no product nonconformances related to this lot. The lot met all specifications, all in-process and product release criteria. (B)(6) further, as part of the investigation, testing of retain samples of mts anti-a,b monoclonal card lot 012023038-01 was requested of the ortho manufacturing site and was completed with the following information: mts anti-a,b card lot 012023038-01 performed as intended. Mts anti-a,b card lot 012023038-01 gave expected results when tested on the ortho vision analyzer with mts diluent 2 plus lot mdp230, albaq-chek lot v268265 and donor:(B)(6) (group o). All results were as expected. A total (B)(4) retention cards were visually inspected and no defects were found. No customer return cards were received by mts. Product testing with retain cards performed as expected. No discrepant results obtained with albaq-chek or donor sample. Unable to confirm customer complaint. Mts anti-a,b card lot 012023038-01 performed as intended. (B)(6) a review of the worldwide complaint databases was performed through (B)(6) 2024 for mts anti-a,b monoclonal gel card lot 012023038-01. One complaint was identified for falsepos and related call areas. An additional review was performed for the mother bulk, (B)(4). No additional complaints were identified for the call area. No trend identified by sublot or mother bulk. (B)(6) no further investigation was performed. The assignable cause of the discrepant positive result for a/b antigen typing for one donor unit could not be determined, but it is assumed to be donor related. There was no evidence of any systemic failure of the ortho clinical diagnostics reagent or analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported events.

Event description:
(B)(6), windchill (B)(6) a customer contacted the global technical solutions center (gtsc) on (B)(6)2024to report what was described as discrepant false positive results for forward abo unit confirmatory typing of one donor unit using mts anti-a,b monoclonal gel card lot 012023038-01, expiry 07may2024, in conjunction with an ortho vision ID-mts analyzer (serial (B)(6)). Reporter name: (B)(6) (laboratory technologist) (B)(6); (B)(6) customer (B)(6) reagents: mts anti-a,b monoclonal gel card lot 012023038-01, expiry 07may2024, manufacture date 18aug2023 no other reagent details were provided. Donor information: expected o positive donor unit. Donor unit passed temperature and visual check upon receipt at the facility. No special denotation or denomination on unit upon receipt. Donor unit ID/sample ID not provided. Customer reported that on (B)(6) 2024, they performed abo confirmatory testing of one o positive donor unit segment and obtained an unexpected positive 2+ reaction in the anti-a,b well of mts a,b monoclonal gel card lot 012023038-01. An o positive donor unit should have produced a negative reaction in the well. Customer repeated testing using a new segment from the donor unit and the same card lot and reagents on the vision and again obtained unexpected positive results. Customer then repeated testing in tube method (details not provided) and obtained the expected negative results for an o positive donor. No erroneous results were reported to the physicians. No other donor units affected. Customer had no additional reports of discrepant results for abo typing. Customer did not use the donor unit for transfusion. No rbcs were transfused. No patient or donor were harmed.